Event description:
It was reported to manufacturer by a vns patients treating physician that a system diagnostic test revealed high lead impedance at a routine office visit. There was no report of manipulation, trauma, or other believed cause for the high lead impedance. There were no other adverse events reported. X-rays were suggested to examine the continuity of the system. The x-rays have not been sent to manufacturer for review. The device was disabled following the high lead impedance results. Attempts to obtain additional information from the treating physician regarding interventions planned are underway, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.